Event description:
On 19th april 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. Initial information was limited and suggested that the handle was broken. On (B)(6) 2023, photographic evidence was received by getinge, showing the device¿s label chipping off and torn side positioning headlight handle, also indicating the possibility of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 19th april 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. Initial information was limited and suggested that the handle was broken. On (B)(6) 2023, photographic evidence was provided showing label chipping off and torn side positioning headlight handle with possibility of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 19th april 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. Initial information was limited and suggested that the handle was broken. On (B)(6) 2023, photographic evidence was received by getinge, showing the device¿s label chipping off and torn side positioning headlight handle, also indicating the possibility of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to information provided by technician defective handle for cupola (ard368321998) was replaced. It was established that when the event occurred, the surgical light did not meet its specification due to handle breakage leading to tear and label chipping off, which contributed to the event. It is unknown if the device was or was not being used for a patient¿s treatment upon the event¿s occurrence. The review of received customer product complaints related to the investigated issues revealed that there were no injuries to a user nor to a patient or operator when this particular malfunctions occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio for handle breakage leading to tear is moderate, and for label chipping is low. A technical evaluation of root cause for the headlight handle breakage was performed by subject matter experts at the manufacturing site and documented under factory investigation report 2017-053-a. As factory investigation review stated, the product must be repaired before any use. Only abnormal use (violent collisions, excessive pressure¿) can damage this device as reported in this complaint. The user manual explains how to check the light heads during daily inspection. (User manual IFU_01581_en 2020-04-01, pages 20-22). The most probable root cause of label chipping off is an excessive friction during cleaning or inappropriate cleaning products. To avoid similar incident, the powerled product must be used and cleaned according with the user manual information (user manual IFU_01581_en 2020-04-01, pages 35-37). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. Initial information was limited and suggested that the handle was broken. On (B)(6) 2023, photographic evidence was provided showing label chipping off and torn side positioning headlight handle with possibility of missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.